Manufacturer narrative:
The concerned device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent l3-l4 posterior lumbar fusion and l4-s1 posterior lumbar interbody fusion due to lumbar canal stenosis. Intra-operatively, it was difficult to insert, pull out or tap with pak needle because patient's bone was very hard. The post-operative CT image revealed that vertebral fracture was observed on the right side of l5. It was unknown when the patient had fracture but according to the surgeon, it might have occurred during tapping. No product breakage was reported. There were no neurological symptoms in the patient and no problem with the fixation. Follow-up has been planned for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.